Manufacturer narrative:
On (B)(6) 2018: a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that an error occurred, indicating that the blower temperature was high. The device was in use; however, there was no patient harm. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 05oct2018. Date of manufacturer: 04oct2018. The customer reported that the unit has not reproduced the error and was therefore returned to service. No parts were returned to philips for evaluation, therefore, a root cause could not be established.